Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the jagwire and stonetome were advanced to intended position, the jagwire was removed from stonetome with some resistance. After cholangiography was performed, there was a difficulty during insertion when attempting to insert the jagwire again into the patient's intrahepatic bile duct. Various attempts to insert the device could not be resolved and the distal tip of the jagwire detached and remained into the common bile duct. During cbd stone retrieval, the detached part of the device was seen under endoscopic image. After the balloon was inflated using stonetome near the detached part of the device, the jawire was pulled near papilla and the detached fragment was removed using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the jagwire and stonetome were advanced to intended position, the jagwire was removed from stonetome with some resistance. After cholangiography was performed, there was a difficulty during insertion when attempting to insert the jagwire again into the patient's intrahepatic bile duct. Various attempts to insert the device could not be resolved and the distal tip of the jagwire detached and remained into the common bile duct. During cbd stone retreival, the detached part of the device was seen under endoscopic image. After the balloon was inflated using stonetome near the detached part of the device, the jawire was pulled near papilla and the detached fragment was removed using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the pebax section was detached/separated, exposing the tip of the core wire. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fractured. The complaint is consistent with the return that the pebax section detached exposing the tip of the core wire. It is most likely that due to anatomical/procedural factors encountered during the procedure, since the presence of adhesive indicating proper manufacturing was determined and performance was limited and may have contributed to the failures, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the reported lot number 15754841. A labeling review was performed and no anomaly was found.